Event description:
The reporter stated that the surgeon inserted and removed an aq2010v silicone three piece lens during the same surgery due to the lens having being found scratched. The lens was removed and replaced with another lens, there was no pt injury. The reporter stated the lens may have been received scratched.

Manufacturer narrative:
Eval: method - (other): lens work order search. Results - (other): visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.